Event description:
The aaa repair was a planned aortouni-iliac configuration utilizing a main body graft, converter and an iliac leg graft. After deployment of the iliac leg graft, under fluoroscopy, there was a noted kink in the graft at a location in the vessel characterized by severe tortuosity. Another manufacturer's stent was deployed within the iliac leg graft at the site of the lumen impingement in order to smooth out the vessel and provide additional radial force. Final angiogram viewed a much improved flow through the iliac leg graft. No endoleaks were observed during the final angiogram.